Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 109 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with no up button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a broken reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, cracked belt clip slot and a cracked reservoir tube.